Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2013, at 1:00am she obtained blood glucose readings of ¿21.5 mmol/l¿ with the subject meter and ¿15.8 mmol/l¿ on another device, performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient is on insulin pump therapy and informed the csr that her boluses are adjusted based on a combination of meter reading and carbohydrate intake. The patient denied making any adjustments to her diabetes medication in response to the high reading obtained with the subject meter. The patient stated that later that morning (time unknown) she awoke feeling ¿awful and could not move¿. Emergency services was contacted. The patient reported obtained blood glucose readings of ¿4.1 mmol/l¿ with the subject meter and ¿2.0 mmol/l¿ with ems meter, performed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results also exceeds lfs¿ accuracy criteria. The patient stated she was treated by ems with ¿IV glucose¿ and taken to the ER. At time of arrival to the ER, the patient confirmed her blood glucose was retested with ER/hospital meter and result was ¿10.3 mmol/l¿. The patient stated that in the ER she was treated with another IV and her blood glucose was tested throughout the day. The patient stated she was released from the ER at approximately 5pm that evening. At the time of initial call to lfs, the patient also mentioned that she passed out on the morning of (B)(6) 2013. The patient reported that she woke up feeling confused and sweaty and very soon afterwards lost consciousness. The patient stated that all she recalled about the incident was ¿waking up¿ with her husband and ems in the room. It is not known if the patient¿s blood glucose was tested with another device, nor is it known what treatment, if any, the patient received from ems. The patient denied being taken to the hospital. The patient stated that prior to losing consciousness on (B)(6) 2013, she had last tested her blood glucose on the late evening of (B)(6) 2013, at bedtime and obtained a result of ¿11.3 mmol/l¿. The patient informed the csr that normal/typical blood glucose readings for her at that time of the day range between ¿8.0 and 15.0 mmol/l¿. During the follow-up call, the patient informed the csr that she did not know what potentially caused or contributed to her symptoms on (B)(6) 2013. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received treatment for a serious injury by an hcp. The subject meter could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.